Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 450 mg/dl. The customer took a correction with the pump. The customer stated that the drive support cap is okay. There are no leaks or air bubbles. The customer changed the sure t every 3-4 days. The customer did not do high pressure test because of several no delivery alarms in the history. The customer was advised to call when no delivery or other problem occur to resolve current issue.